Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egvs were displayed on the device. It was determined that the issue was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is off label usage of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. However, the alleged product and/or issue is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.